Event description:
The patient was undergoing a microneurosurgery for an intraventricular hemorrhage using an apollo system apollo wand. During the procedure, the apollo wand became clogged due to a heavy clot burden. A new apollo system apollo wand was used and the procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.